Manufacturer narrative:
Additional narrative: a product development investigation was performed for the subject device (lateral distractor, part number 397.084, lot number 9622110). The subject device was received with the complaint condition stating that the wing screw is broken off the lateral distractor. The issue was identified during service & repair activities of the evaluation set. During investigation the handwheel (noted as wing screw in the complaint) was confirmed to have broken off of the device. The connection between the handwheel and the cylindrical gear is the failure point. The tip of the cylindrical gear (which mates with the handwheel) is bent. The device is otherwise in good condition with minimal wear. The diameter of the tip of the cylindrical gear (which mates with the handwheel) was measured against drawing. The gear measures 1.97mm in diameter, which is within specification (2mm +0/-0.05). A visual inspection, dimensional test, complaint history review, drawing review, DHR review and risk assessment review were performed as part of this investigation. This complaint is confirmed. The lateral distractor (397.084) is noted in the t-plif spacer instruments technique guide and is one of two instruments available (the other being a lamina spreader - 389.265). The lateral distractor utilizes click¿x, uss or vas pedicle screws as anchors for distraction using the following inserts (397.097-397.099). The returned device was examined and the complaint condition was able to be confirmed as the handwheel is broken off of the device. No definitive root cause was able to be determined with the available information. Relevant drawings for the returned instrument were reviewed. The drawings are current and were also used during the time of manufacture. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The root cause is likely due to dropping the instrument or due to application of excessive torque on the handwheel. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No service history review can be performed as part number 397.084 with lot number(s) 9622110 is a lot/batch controlled item. The manufacture date of this item is november 11, 2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: november 06, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the wing screw is broken off the lateral distractor. The issue was identified when the manufacturer was servicing the device. There were no issues reported by the customer. It is unknown when the device broke, so it is unknown if there was patient involvement. This is report 1 of 1 for com-(B)(4).